Manufacturer narrative:
Unable to verify battery out limit alert due to blank display. Unable to perform displacement test, operating currents measurement, and off no power test due to blank display. Blank display due to severely corroded battery tube and battery cap contacts noted. Missing lcd window, cracked case at lcd window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, broken battery tube threads and cracked belt clip slot were noted.

Event description:
It was reported that the customer's insulin pump had a corroded battery inside the battery compartment. The customer had to change the battery once a day. Her blood glucose level was 72 mg/dl. She received battery out limit alarms every day. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.